Event description:
It was stated that the connector for charging the pump did not work. The event occurred during medicine administration. There was patient involvement; however, there was no harm.

Manufacturer narrative:
One device was received for evaluation. Customer reported that the connector for charging the pump did not work. The event occurred during medicine administration. Visual and functional testing was performed. Upon further investigation, found damaged(detach) dso seal. Replaced dso seal the service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.